Manufacturer narrative:
This report is being submitted to provide the initial report and the investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer on behalf of their sister reported a conflicting result with the binaxnow covid-19 antigen self-test. The first test was performed on an unknown date and generated a positive result. The second test was performed on (B)(6)2022 and generated a negative result. The consumer stated their sister was symptomatic. No confirmation testing was performed. Although requested, no additional patient information, including treatment and outcome, was provided.